Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this patient has been showing low amplitude and undersensing at the right atrial (ra) lead. There is reasonable evidence suggesting that the ra lead has been dislodged. An x ray analysis was suggested to determine the reasons for this behavior and several programming options were discussed with boston scientific technical services. The lead remains in service at this point. No adverse patient effects were reported.